Manufacturer narrative:
This instrument has been investigated. On(B)(4) 2014 an ocd field engineer(fe) arrived at the customer site and adjusted the camera alignment, performed the optics adjustment, and did a reference image. The customer ran and accepted controls. Repairs have returned this instrument to expected operation.

Event description:
The customer reports the provue gel camera misread a weakly positive reaction as negative. Incorrect sample results were reported. No treatment was altered, initiated or stopped based upon the reported results. Corrected reports have been issued for the affected samples. There was no harm to any patient. (B)(4).